Manufacturer narrative:
Additional information was added to b5:, h3:, h4:, f10/h6: device code (add additional code), h6:. B5: upon further information from the customer, solution leakage was observed through a non-visible perforation in the tubing. H10: the actual device was not received for evaluation. Therefore, a device analysis could not be completed for that sample. However, retention samples were visually inspected and no obvious issue/damage was detected. The samples conformed per product specifications. The retention samples, were also gravity and leak tested under water with no observed issues. The reported condition was not verified on the retention samples. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in the tubing of a light sensitive drug set. It was further reported that when the portion after the blue clamp goes on the infusion pump (unspecified), a drip of drug (unspecified) was observed. This issue was identified during priming. There was no patient involvement. No additional information is available.